Event description:
A surgeon reported that an intraocular lens (iol) was removed and replaced during the same procedure, when a crack was noted in the iol following insertion. The surgeon reported the patient had a small pupil and removal of the iol resulted in an injury to the iris and hyphema. The surgeon reported that he felt the crack in the iol was due to loading error. An incorrect iol/cartridge combination was used during this procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An incorrect iol/cartridge combination was used during the procedure. Additional information was requested on 09/01/2009, 09/02/2009, and 09/17/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/01/2009.